Event description:
It was reported that when the asymptomatic patient presented for normal follow up, noise was observed. A chest x-ray was performed and lead appeared to be intact. Review of episodes showed patient had received inappropriate therapy due to t-wave oversensing. Atrial lead dislodgement was also noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.